Manufacturer narrative:
A supplemental MDR will be submitted upon receipt of new and/or relevant information. Component code was left blank due to the fact that it was not determined if the device resulted in the adverse event and the component code (B)(4) was not available in esubmitter.

Event description:
On (B)(6) 2021, a doctor in (B)(6) reported that a female patient has "palsy on the lower mouth, on the right side" one month after profound treatment. The patient noticed the abnormality one week post treatment. The doctor reported that "it's likely the mental nerve around the mouth got irritated or inflamed." The doctor reported that it is making her smile asymmetric with one side drooping. Per conversation with the candela medical director, the doctor reported that the patient appeared mildly improved six weeks post treatment. The doctor suspects that if it is related to the treatment, it may be from persistent inflammation and will prescribe a short burst of steroids. While it is unknown whether the reported injury will result in permanent damage, and unclear if related to the device or user at this time, this event will be reported out of an abundance of caution. The doctor continues to monitor the patient. Additional information was solicited. No further information received; due diligence effort exhausted. The case will be re-assessed upon receipt of new and/or relevant information. Multiple attempts have also been made to schedule a device evaluation, with no response to date.